Event description:
Blue luer-lock port on foley popped off when the port was not in use. Returned to manufacturer. Manufacturer response for catheter, urological (antimicrobial) and accessories, bardex i.c. Complete care temp-sensing foley catheter with urine meter (per site reporter): the manufacturer in the process of testing all the devices we have returned. Once quality review has been completed, the report will be sent to me.